Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that the new trs handpiece received does not fit exactly to the lid. Device has jammed the glove during closing. The handpiece is slightly oval in shape. Reportedly, this handpiece was compared with an older handpiece and a difference was seen. Reportedly, the device may be unsterile intraoperatively. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.